Event description:
It was reported that the trigger of the system 7 dual trigger rotary got stuck and caused the handpiece to keep running during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the trigger of the system 7 dual trigger rotary got stuck and caused the handpiece to keep running during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
This event is a duplicate and has already been reported on manufacturer report # 0001811755-2014-00470.